Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 7 months. A correlation between the device and the reported event could not be conclusively determined. Hemolysis, peripheral thromboembolism, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a cholecystectomy on (B)(6) 2016. On (B)(6) 2016, the patient was found having rhythmic movements consistent with seizure and was unresponsive. A stroke code was called; the patient was intubated for airway protection. A CT angiography scan of the head and neck showed a t-shaped embolus/thrombus within the right internal carotid artery terminus extending into the right a1 and m1 segments and decreased enhancement of the entire right middle cerebral artery territory, tapered occlusion of the proximal left extracranial internal carotid artery, and no acute intracranial hemorrhage. The patient underwent mechanical thrombectomy of the right internal carotid artery on (B)(6) 2016. The patient's neurology exam improved and the patient was extubated on (B)(6) 2016 after failing extubation on (B)(6) 2016. The patient remained with slurred speech, left facial droop, and inability to move the left arm. The patient's lactate dehydrogenase (ldh) level, which had been elevated in setting of hypotension following surgery, remained elevated at 700 u/l. An (B)(6) study on (B)(6) 2016 showed mild pump dysfunction. Ua was positive for blood from (B)(6) 2016 with peak of +3 blood. The patient was started on dipyrimidole and initially continued on heparin. On (B)(6) 2016, given increasing ldh (rose to 1,000 u/l) and decreased risk of hemorrhagic conversion, the patient was started on bivalirudin drip and heparin was discontinued. The patient was not a candidate for a fourth thoracotomy and 3rd pump exchange. After a family meeting on (B)(6) 2016, the patient was transitioned to inpatient hospice care. Medications were reduced to anticoagulation with lovenox, given the risk of further pump thrombus and possible stroke. The patient's ICD was turned off. The patient expired on(B)(6) 2016. No autopsy was performed.